Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. The following were noted during visual inspection: scratched case, cracked case at the battery tube side, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. The pump powered up properly after the test battery was installed. The pump was programmed and monitored for 2 days. No pump error 23, pump error 15 or blank display noted during testing. However, pump error 15 was confirmed in the pump history file on 06/23/2023 at 23:39:09.000 (linenumber: 442, filenumber: 38) due to software error. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No unexpected battery related alarms noted when performing history analysis 1 week prior to the event date 23-jun-2023. Please see below for the pump errors/alarms noted 1 week prior to the event date 23-jun-2023 in the pump history file. 06/18/2023 07:35:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780). 06/18/2023 07:51:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781). 06/20/2023 08:40:56.000 batteryremoved (55) 06/20/2023 08:40:56.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). 06/20/2023 08:41:06.000 batteryinserted (44) 06/23/2023 23:39:09.000 alarmalertnotification (40). Faultnumber: inversecheck (15) 06/23/2023 23:39:11.000 alarmalertnotification (40). Faultnumber: postresetramcrcalarm (23). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Pump error 15 was confirmed in the pump history file on 06/23/2023 at 23:39:09.000 (linenumber: 442, filenumber: 38) due to software error. The test battery was removed and reinsert in less than 1 minute into the battery compartment. No unexpected pump error 23 noted during testing or after battery change. Lost sensor alert (780) not confirmed. Pump error 15 (inversecheck (15)) confirmed. Pump error 23 not confirmed. Pump was cut open to perform visual inspection and found moisture damage on the pcba1, and pcba2. No damage noted on the force sensor, or motor. The pump passed the functional testing. Unable to confirm alleged high bgs/dka. Pump error 23 not confirmed. Pump error 15 confirmed. Blank display not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section h6( hecc,heic) with this report.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported pump shut down and now shows reservoir and tubing and had hyperglycemia insulin pump had a pump error 23 and pump error 15- (power loss error alarm and the critical block and inverse critical block did not add to zero). Troubleshooting was performed, the blood glucose value during time of event was 302 mg/dl. Customer was able to clear alarm and received request to rewind insulin pump. Customer was treated with the manual injection and insulin pump. It was unknown if the customer was using the insulin pump within 48 hours, but customer mentioned that the auto-mode/smartguard feature was active at the time of high blood glucose event. No harm requiring medical intervention was reported. The device will be return for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.